Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7267214.

Event description:
It was reported that following a trial procedure, the patient was bleeding from incision site through the dressing. The patient had the trial leads pulled and was expected to fully recover. The physician believed that the device or procedure caused or contributed to the patients complication.